Manufacturer narrative:
The device has been returned to boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient with a pacemaker device was experiencing episodes of syncope, so the physician had the patient wear an external holter monitor. Data from the holter monitor showed there were sporadic pauses with no heart beats and associated asystole between four and seven seconds observed. The right ventricular (rv) thresholds were noted to be rising a bit but were well below the programmed output. Also, it was noted that the auto-capture pacemaker device feature was programmed on so the device is monitoring for loss of capture. With this feature, it is not expected to observe pauses of four seconds. Boston scientific technical services (ts) then discussed with the boston scientific representative the possibly that oversensing may be occurring. The representative stated they performed aggressive isometric and maneuver testing and were barely able to reproduce noise with a few beats being oversensed. Additional programming options were discussed and the representative increased the episode storage programming of the pacemaker device in addition to programming off the right ventricular auto capture (rvac) feature, programming a fixed rv output of 5 volts at 1 millisecond and reducing rv sensing. The physician was aligned with the programming changes for now. The representative subsequently reported that additional pauses were observed in the holter monitor data and it is believed there is oversensing occurring. There were no stored episodes or noise observed on the pacemaker device. The rv threshold was noted to be trending upward to 2.1 volts at 0.4 milliseconds the previous day and the rv impedance was between 1000 ohms and 1200 ohms. The pauses could not be recreated and there was one oversensed beat. Also, unipolar and bipolar threshold checks were performed. The unipolar pacing threshold was 1 volt at 0.4 milliseconds, so the output was programmed to 3.5 volts. The patient was monitored via an external electrocardiogram and no pauses were observed. The patient indicated they could feel the pacemaker device hit his clavicle bone. Pocket manipulation testing was performed, and no noise was recreated. The patient indicated that since the pacemaker device was reprogrammed, there were no issues. The device was noted to have reached elective replacement time (ert) after being previously reprogrammed to a fixed high rv output so a device replacement was planned for the following week. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker device was experiencing episodes of syncope, so the physician had the patient wear an external holter monitor. Data from the holter monitor showed there were sporadic pauses with no heart beats and associated asystole between four and seven seconds observed. The right ventricular (rv) thresholds were noted to be rising a bit but were well below the programmed output. Also, it was noted that the auto-capture pacemaker device feature was programmed on so the device is monitoring for loss of capture. With this feature, it is not expected to observe pauses of four seconds. Boston scientific technical services (ts) then discussed with the boston scientific representative the possibly that oversensing may be occurring. The representative stated they performed aggressive isometric and maneuver testing and were barely able to reproduce noise with a few beats being oversensed. Additional programming options were discussed and the representative increased the episode storage programming of the pacemaker device in addition to programming off the right ventricular auto capture (rvac) feature, programming a fixed rv output of 5 volts at 1 millisecond and reducing rv sensing. The physician was aligned with the programming changes for now. The representative subsequently reported that additional pauses were observed in the holter monitor data and it is believed there is oversensing occurring. There were no stored episodes or noise observed on the pacemaker device. The rv threshold was noted to be trending upward to 2.1 volts at 0.4 milliseconds the previous day and the rv impedance was between 1000 ohms and 1200 ohms. The pauses could not be recreated and there was one oversensed beat. Also, unipolar and bipolar threshold checks were performed. The unipolar pacing threshold was 1 volt at 0.4 milliseconds, so the output was programmed to 3.5 volts. The patient was monitored via an external electrocardiogram and no pauses were observed. The patient indicated they could feel the pacemaker device hit his clavicle bone. Pocket manipulation testing was performed, and no noise was recreated. The patient indicated that since the pacemaker device was reprogrammed, there were no issues. The device was noted to have reached elective replacement time (ert) after being previously reprogrammed to a fixed high rv output so a device replacement was planned for the following week. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Subsequent additional information from a boston scientific representative indicated that the pauses observed on the holter monitor were loss of capture and the cause is unknown.

Manufacturer narrative:
The device has been returned to boston scientific for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device has been returned to boston scientific for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a pacemaker device was experiencing episodes of syncope, so the physician had the patient wear an external holter monitor. Data from the holter monitor showed there were sporadic pauses with no heart beats and associated asystole between four and seven seconds observed. The right ventricular (rv) thresholds were noted to be rising a bit but were well below the programmed output. Also, it was noted that the auto-capture pacemaker device feature was programmed on so the device is monitoring for loss of capture. With this feature, it is not expected to observe pauses of four seconds. Boston scientific technical services (ts) then discussed with the boston scientific representative the possibly that oversensing may be occurring. The representative stated they performed aggressive isometric and maneuver testing and were barely able to reproduce noise with a few beats being oversensed. Additional programming options were discussed and the representative increased the episode storage programming of the pacemaker device in addition to programming off the right ventricular auto capture (rvac) feature, programming a fixed rv output of 5 volts at 1 millisecond and reducing rv sensing. The physician was aligned with the programming changes for now. The representative subsequently reported that additional pauses were observed in the holter monitor data and it is believed there is oversensing occurring. There were no stored episodes or noise observed on the pacemaker device. The rv threshold was noted to be trending upward to 2.1 volts at 0.4 milliseconds the previous day and the rv impedance was between 1000 ohms and 1200 ohms. The pauses could not be recreated and there was one oversensed beat. Also, unipolar and bipolar threshold checks were performed. The unipolar pacing threshold was 1 volt at 0.4 milliseconds, so the output was programmed to 3.5 volts. The patient was monitored via an external electrocardiogram and no pauses were observed. The patient indicated they could feel the pacemaker device hit his clavicle bone. Pocket manipulation testing was performed, and no noise was recreated. The patient indicated that since the pacemaker device was reprogrammed, there were no issues. The device was noted to have reached elective replacement time (ert) after being previously reprogrammed to a fixed high rv output so a device replacement was planned for the following week. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.